Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on reservoir. This was identified during storage. The device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured january 07, 2015 to january 08, 2015. The device was received for evaluation. Visual inspection revealed a black mark on the reservoir. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.